Manufacturer narrative:
Continued from d.11: 25ml baxter bag, lot w9h21c0 ,exp may20, 0.9% nacl injection. Additional information provided: d.10 & d.11. The customer¿s report of tubing disconnected below drip chamber was confirmed. Visual inspection of the set noted the tubing was completely separated from the drip chamber outlet port from the secondary set. Examination under magnification noted that both sides of the vinyl tubing had insufficient solvent applied at the engagement. A gap was also observed, indicating that the expected tubing was not fully inserted into the drip chamber. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Dimensional analysis performed found the tubing measured to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that after spiking a medication bag with secondary set, the tubing disconnected below drip chamber. It was confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, no patient information or details will be provided per their policy and/or guidelines.

Event description:
It was reported that after spiking a medication bag with secondary set, the tubing disconnected below drip chamber. There was no patient harm.